Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tpo100b, serial number/date code (B)(4) is approximately 1 month old. The owner's manual part number 1156872 rev c (jan-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). Age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The following information is in the owners manual 1156872. We do not know what type of car the end user operated the device in or if it was compatible. The invacare transportable oxygen concentrator is capable of operation by the patient in a home environment, in an institutional environment or in a vehicle or other mobile environment. Device standard power options include an ac to dc switching power supply operating from ac power outlet (120 vac/ 60 hertz or 230vac/50 hertz nominal), a dc supply operating from accessory outlets typically found in a mobile vehicle type environment (12 vdc nominal) and a rechargeable battery module.

Event description:
"The dealer alleges that the dc power cord melted/burned causing it to short out. Return/reorder is (B)(4)."